Event description:
It was reported that during a left external iliac artery (eia) percutaneous transluminal angioplasty treatment procedure. Balloon removal difficulties occurred. The lesion being treated was a calcified, 99% stenotic lesion in the left eia. A 6f 90cm long sheath was inserted from a right antebrachial approach. A guidewire was inserted across the lesion, then the synergy balloon was inserted, but it was unable to cross the lesion. The guidewire was changed to a 0.014" and the lesion was dilated three times with a 4.0x20 mm balloon at 12 atms for 60 seconds. The synergy balloon was then re-inserted and crossed the lesion. The balloon was inflated twice to 6 atms for 60 secs each. When it was removed, it was not possible to retrieve the balloon into the sheath. The guidewire was exchanged for another, and balloon removal was re-attempted. But it failed. Therefore, the balloon was removed as a unit with the sheath. Another sheath was inserted and the lesion was predilated with a 7x40 mm balloon. An 8x80 mm stent was successfully deployed. The distal superficial femoral artery was dilated with a 4.0x15 mm balloon and the procedure was completed. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.